Event description:
Additional information was received from the patient. Concerning the shocking sensation, the patient reported their healthcare provider checked all wires to make sure they were all in contact and did x-rays, which were all fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for rsd/causalgia-complex regional pain syn. It was reported that the patient sometimes would get a ¿zap¿ or a ¿zing¿ like they were being electrocuted briefly. It was stated by the patient that this served as an indicator to let them know that the implantable neurostimulator (ins) needed to be charged. This shocking would occur intermittently. It was reported that the shocking had been happening for years, ¿a long time ago.¿ the patient slipped in their driveway but caught themselves. The patient did not think that this affected the system because the zap or zing sensations had begun long before they slipped on the driveway. The patient stated that they would follow up with a manufacturer representative before their health care professional (hcp).